Event description:
The consumer reported that the stimulation would shut off by itself only when she was in an upright position. Adaptive stim (as) was enabled but the patient stated that this didn't happen on the groups without as. When the stim turned off, it would stay off for a long time and the patient had to arch their back to get the stim to turn back on. It was noted that, a week or two prior to the report, a manufacturer representative (rep) met with the patient for as programming and during this time, the stim would shut off when he would lean forward. Stimulation was increased, but that did not resolve the issue. The patient had an appointment with the rep on (B)(6) 2016. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient used to have adaptive stimulation (as) but it did not work so they went back to normal programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.